Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.